Manufacturer narrative:
The investigation for this issue has not yet been completed. Once the investigation is completed a supplemental MDR will be filed. Note: this initial report was delayed in filing due to a data entry error in the medical device reporting file for complaint (B)(4). This report is being filed and the supplemental will follow.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(4) 2017 it was reported, "radiologist noticed that suv values on a fused pet CT are different compared to when the suv is measured on source images alone and not fused images." There was no allegation of patient injury, adverse consequences, or significant delay in patient care. (B)(4).

Manufacturer narrative:
The investigation determined that the suv values for 3d pet scans were not exactly consistent with the values in the 2d images. However, the differences between the values in the 2d and 3d images were not clinically significant as documented in (B)(4). There has been no allegation of direct patient impact, misdiagnosis, injury, or adverse consequences associated with the suv values being output for 3d images.